Event description:
The main body graft was introduced via a right sided introduction. The contralateral iliac leg graft was deployed in the contralateral limb successfully but was noted to have landed short of the desired landing site in the external iliac artery. An iliac leg extension was deployed distal to the iliac leg graft in order to extend the landing site post the embolized hypogastric artery. Ipsilateral iliac leg graft was placed through a conduit and deployed without any complications. Final angiogram did not detect any visible signs of an endoleak.